Event description:
It was reported when the devices were used during a hernia repair, it fired malformed staples. Another device was used to complete the case. There was no consequence to the patient.